Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing a battery indicator issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time of the evening on (B)(6) 2011. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue he denied making any changes to his usual treatment. He informed this mss that he uses a continuous blood glucose device and another meter, which he started using when the subject meter stopped working. The patient claimed on an unspecified time of the afternoon of (B)(6) 2011, he began 'seeing white rings, and had a blurry vision', which he associated to a symptom of a low glycemic state. He stated he had been using his other meter the same day (could not recall name of device), and could not recall the readings he was obtaining. Reportedly, he stated that he ate something and felt better afterwards. During the initial call with customer service, the agent noted that the battery was due for replacement and the cca walked him thru replacing it and the issue was immediately resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.